Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. The event can be detected by following the instructions for use (IFU) which state: ·do not apply excessive bending, pulling or pressure to this product. It may lead to equipment damage or functional deterioration. Do not apply excessive bending, pulling or pressure to this product. Failure to do so may result in equipment damage or reduced functionality. ·do not round the insertion tube smaller than 20 cm in diameter. The insertion tube may be damaged. Do not roll the insertion tube smaller than 20cm in diameter. The insertion tube may be damaged. ·do not use excessive force to operate each part. It may lead to damage of rotating clip device and clip. Do not operate any parts with excessive force. This may lead to damage to the rotating clip device and the clip. If additional information becomes available, this report will be supplemented accordingly. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the clip despite confirming the mucous membrane was firmly grasped, did not release properly. Despite hearing a clicking sound, the clip could not be released from the main body of the clip device. After that, the sheath was moved, and it came off. The event occurred during the therapeutic hemostatic procedure. The procedure was completed using the same set of equipment. There was no report of patient or user harm associated with the event.

Manufacturer narrative:
The device was returned to olympus for evaluation. The customer¿s allegation of a clip gripping mucosa could not detach was not reproduced. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.